Event description:
It was reported that there was a rough foreign object on the wire. A target lesion was located at coronary artery. A 330cm rotawire was selected for use. During preparation, a rough foreign object on the surface of the wire was noted. The object was tried to wipe but it was hard. The sterility of the device was not compromised. The procedure was completed with another of the same device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. The device was inspected prior to the decontamination process and some white residues were found along the guidewire surface. After the device was decontaminated, some residues remained on the device. It was found the distal tip was kinked. No more damages/defects were found in the device. The dimensional inspection revealed that the outer diameter (od) at the distal tip, middle of the device, and the proximal section were found to be within specification. The directions for use states the following:"the guidewires are coated with a thin film of lubricant which may appear as a white powder. Do not wipe off lubricious coating. The lubricant can cause the guidewire to adhere to the inside of the tube, making unloading difficult. If this happens, gently tap the outside of the coil to loosen the wire. Use care not to stretch or damage the spring tip."

Event description:
It was reported that there was a rough foreign object on the wire. A target lesion was located at coronary artery. A 330cm rotawire was selected for use. During preparation, a rough foreign object on the surface of the wire was noted. The object was tried to wipe but it was hard. The sterility of the device was not compromised. The procedure was completed with another of the same device. There was no patient complications reported.